Event description:
The turbohawk device was advanced and deployed into the popliteal stenosis making two cuts at 180 degrees from each other. It was then brought across the occluded proximal posterior tibial artery and deployed with one cut down to about midway down the calf. The device was then withdrawn and a sheath shot showed improvement in the popliteal lesion but there was extravasation/fistulization at the posterior tibial site. A 2.0mm balloon was brought across the area of extravasation and left behind for 2 three minute intervals. This did not resolve the extravasation but each injection did result in fairly rapid clearance of contrast indicating this was a fistula into an adjacent vein rather than free extravasation into the tissue. The patient was also minimally symptomatic with only mild tenderness at the site of extravasation. The wire was left in place and the anterior tibial was addressed at this time.

Manufacturer narrative:
A review of the manufacture records for this device could not be reviewed because the correct lot number was not provided. Procedure report received.